Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. Sensor was returned for evaluation. Investigation results revealed loss of chemical performance and nearing sensor retirement. Malfunction was confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient experienced inaccuracies in sensor readings leading to sensor removal.